Event description:
It was reported thrombosis occurred. A left atrial appendage closure (laac) procedure was being performed using a watchman trusteer access system (was) and a watchman flx pro left atrial appendage (laa) closure device and delivery system (wds). The trusteer was sheath was positioned in the left atrium. The guidewire was removed and replaced with a pigtail catheter, and both the sheath and pigtail catheter were advanced into the laa. At that point, a clot was observed on the was sheath/pigtail. Heparin was administered immediately, and the activated clotting time (act) was measured at 298 seconds. The physician aspirated through the sheath and removed the pigtail catheter. The device was flushed on the back table. A transesophageal echocardiogram (tee) showed no evidence of thrombus at that time. The procedure continued the procedure, and the closure device was successfully implanted in the laa. No patient complications were reported and the patient woke without deficit.